Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 778mg/dl. The customer stated that he was throwing up the night before, and he had to stay in the hospital due to damage to his esophagus from throwing up. The caller also mentioned having gastroparesis and stomach pain. The customer stated that the infusion set was changed and the cannula was bent. He believes the cause of continuous bent cannulas is his scar tissue. No further information was provided.